Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the customer was having intermittent issues charging the pump. In addition, the customer received an inaccurate fill estimate after loading the cartridge with 300 units. The customer stated they might have overfilled the cartridge however, this could not be confirmed. Customer reported blood glucose level was 73-76 (mg/dl). Reportedly the customer will continue to use the pump until the replacement pump is received.

Manufacturer narrative:
The investigation has been completed and one of the reported issue was confirmed. In addition, a different issue was also found. Fill estimate: 213, 71.